Event description:
Had breast implants for 15 years and didn't know they were ones that were recalled back in 2019 as I was not notified. Just found out after I had them removed 6 weeks ago. Have been dealing with debilitating migraines, joint pain, fatigue, sciatica, muscle pain, joint pain, splotchy hair loss, inability to lose weight despite working out and eating properly, inflammation, vision problems, sinus infections, ibs, heart palpitations, numbness in toes and fingers, anxiety, etc. Did not know it could be my implants. I had recently been thinking it was early onset menopause symptoms despite having my period regularly. Have had lots of those problems worse, for the past 2 years but have treated each holistically with herbs, acupuncture, chiropractor, etc. Patient codes: 1880, 1994, 1849, 4895, 2238, 1877, 2607, 1932, 2138, 4491, 2467, 2415, 2328. Device code: 1524. Ref report: mw5178277.